Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners,cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart .the customer¿s blood glucose level was 173mg/dl at the time of the incident. Troubleshoot was performed but then also receiving alarm. Customer states a temp basal was not programmed before alarm occurred and states the pump was not stored or not in use for an extended period of time. The customer was advised that to monitor the pump and if alarm occurred again it would be replaced. The insulin pump will be returned for analysis.